Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion on a patient, the teleflex catheter would not inflate. As a result, the catheter was removed and a 2nd catheter from a different manufacturer was inserted at the same insertion site without difficulty. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after insertion on a patient, the teleflex catheter would not inflate. As a result, the catheter was removed and a 2nd catheter from a different manufacturer was inserted at the same insertion site without difficulty. No patient harm or injury. The patient status is reported as "fine".